Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the representative reported it was unknown why the impedance was high. The consumer took a shower and during that moment, he did not feel the paresthesia any more.

Manufacturer narrative:
Analysis of the lead, model 977a290, serial no. (B)(4), found the lead body conductor broken at the anchor site. Conductors #3, #4, #6, and #7 were broken 27.9 cm from the distal end.

Manufacturer narrative:
.

Event description:
A health care professional reported via a manufacturer representative that the lead, electrodes 4, 6, and 7, were over 10,000 ohms and included in the consumer's program. The lead was tested on 30-mar-2016 with a trial cable. The consumer explained the issue occurred when he had a shower. The lead was changed because the consumer felt pain again and the issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.